Event description:
It was reported to medtronic minimed that the customer experienced short battery life issue with the pump. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was declined by the customer. Customer asked for the replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test. However, the pump had a high active current measurement and sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Insert battery alarm was found on: (B)(6) 2025 02:37:01.000 to (B)(6) 2025 22:58:28.000, (B)(6) 2025 01:19:56.000 to (B)(6) 2025 19:49:45.000, (B)(6) 2025 02:07:52.000 to (B)(6) 2025 13:39:00.000, (B)(6) 2025 00:02:02.000 to (B)(6) 2025 21:04:49.000. Failed battery alert/battery failed alarm was found (B)(6) 2025 05:30:42.000, (B)(6) 2025 07:38:27.000 to (B)(6) 2025 07:47:13.000, (B)(6) 2025 22:55:55.000 to (B)(6) 2025 22:58:16.000, (B)(6) 2025 01:29:27.000, (B)(6) 2025 08:51:27.000 to (B)(6) 2025 21:03:35.000. Low battery alert was found on: (B)(6) 2025 02:36:00.000 to (B)(6) 2025 20:51:00.000, (B)(6) 2025 00:55:00.000, (B)(6) 2025 19:45:00.000, (B)(6) 2025 02:04:00.000, (B)(6) 2025 13:17:00.000, (B)(6) 2025 23:58:00.000. Power loss alarm was found on: (B)(6) 2025 02:49:39.000 to (B)(6) 2025 22:58:50.000, (B)(6) 2025 08:41:53.000, (B)(6) 2025 06:43:12.000 to (B)(6) 2025 16:25:09.000, (B)(6) 2025 00:15:17.000. Pump error 23 alarm was found on: (B)(6) 2025 02:48:04.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm, and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. However, in further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 23:58:00 faster than expected at 0.31 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 13:17:00 faster than expected at 0.27 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 02:04:00 faster than expected at 0.26 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 30-jun-2025. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. A high active current measurement, sleep current measurement and charge/battery lasts less than expected were confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed the self test except active current measurement and sleep current measurement. A high active current measurement, sleep current measurement (no current code/category) and charge/battery lasts less than expected were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.